Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the insertable cardiac monitor (icm). No changes or intervention were reported. The patient condition was unknown.